Event description:
The customer reported experiencing a cartridge alarm 20 multiple times on different days. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to resolve the issue by reloading the cartridge and resuming insulin delivery multiple times. Following confirmation by technical support, a replacement pump was arranged, and the customer expressed interest in obtaining an out-of-warranty loaner pump.